Manufacturer narrative:
Company representative evaluated unit, but could not reproduce the problem. Unit was tested to factory's specifications.

Event description:
Customer reported an error message on the passport v monitor, which may have affected spo2 monitoring. No pt injury was reported.